Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a flex sigmoidoscopy with colonic stent placement procedure performed on (B)(6) 2013. According to the complainant, the stent was being placed to treat a malignant stricture within the sigmoid colon due to widely metastatic colon cancer. The patient had been undergoing chemotherapy and radiation the last few months prior to the procedure(exact dates unknown). Reportedly, the patient had respiratory complications as well as copd and cardiac disease. Immediately following the stent placement, the patient experienced complications, an abdominal/chest x-ray was performed and a perforation was confirmed. In the physician¿s assessment, the perforation was caused by stent expansion or delivery and led to hemodynamic instability. The patient was intubated and CPR was performed but the patient died during the procedure on (B)(6) 2013. In the physician¿s assessment, the cause of death was due to the perforation. According the physician, the perforation was due to necrotic tumor and the extent of the cancer and there were no alleged issues or malfunctions of the stent that led to the patient¿s death.

Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.